Event description:
(B)(4). The dentist reported that nearly 5 months after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type IV. Patient presented deficient oral hygiene, insufficient bone quality/quantity and infection.

Manufacturer narrative:
(B)(4).